Event description:
A report was received that the patient had difficulty charging the ipg and that the pocket was loose and uncomfortable. The patient underwent a revision procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).